Event description:
It was reported that during a prostate procedure, the tip of fiber appeared to be cracked. The procedure was completed with a second fiber. Patient outcome: no injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector optical surface, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification test. This would cause reduced vaporization efficiency. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that 38,833 joules were used and 11 minutes were expended while using the first fiber. The fiber was cleaned during the procedure.